Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. Concomitant products: 6947 implantable tachy lead (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient presented with the device alarming and interrogation showed high right ventricular (rv) lead pace/sense impedance. It was also reported by the patient to have taken a fall. During rv lead replacement procedure it was discovered that the lead had normal function and the intermittent high impedance showing on the lead trend was suspected to have been a set screw issue since implant and the rv lead had slightly dislodged from the device header during the patient¿s fall, resulting in what was an apparent fracture. The device was replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.